Event description:
A report was received that the patient was having communication issues between the remote control (rc) and the ipg. The patient underwent a revision procedure. The physician replaced patient's leads and ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 50 cm.

Event description:
A report was received that the patient was having communication issues between the remote control (rc) and the ipg. The patient underwent a revision procedure. The physician replaced patient's leads and ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The complaint was verified. The ipg would not link with an external remote control. The root cause of the event was the antenna circuit was shorted internally under the pcb. The explanted percutaneous leads were not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation for the percutaneous leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.